Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault found; therefore, no corrective actions will be taken.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by +8.36%. No reported adverse effects.